Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese: scale marking issue ×1.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese: scale marking issue ×1

Manufacturer narrative:
H.6. Investigation summary: it was reported product received had dirt, embedded foreign matter and scale marking issues. To aid in the investigation, twenty-two samples with no packaging blisters and four photos were received for evaluation by our quality team. A visual inspection was performed and fourteen samples have black specks of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The four photos provided show some of the samples received. A device history record review was completed for provided material number 302830, lot number 1271451. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the escapes of this defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.